Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported lack of audio function which was reproduced during evaluation. The malfunction was found to be caused by the back flex not being secured into the j6 connector on the input/output printed circuit board. The backflex was connected properly to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a lack of audio function. There was no patient involvement injury or medical intervention associated with this event. No additional information is available.